Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2017 with the following findings: review of the black box data did not reveal any records of power on reset on the alleged event date of (B)(6) 2017. The returned battery cap was undamaged and able to fit to the pump properly. On investigation, the pump was powered on and exercised for 24 hours without any duplicated of a power issue. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. The battery compartment was noted to cracked; the alleged damage was confirmed. (B)(4).